Event description:
It was reported that on (B)(6) 2011, the patient underwent a promus stenting procedure in the first obtuse marginal artery with two 2.5 x 12 mm stents and in the proximal circumflex artery with one 3.0 x 12 mm stent. On (B)(6) 2011, the patient underwent an additional promus stenting procedure in a 40 mm lesion in the right coronary artery with one 2.75 x 23 mm and one 2.75 x 18 mm and in the proximal right coronary artery with one 3.0 x 18 mm stent. On (B)(6) 2011, the patient presented to the emergency room with precordial chest pain radiating to the shoulder, both arms, neck and jaw. The patient was hospitalized with an inferior myocardial infarction. Cardiac catheterization was performed which revealed a normal left main artery, patent stents in the left anterior descending, circumflex and obtuse marginal arteries and a totally occluded right coronary artery at the ostium. Thrombectomy was performed, intravascular ultrasound performed showed stenosis just proximal to stent. The area was dilated and a 3.25 x 12 mm xience v stent was implanted. The physician diagnosis was late stent thrombosis of the right coronary artery. On (B)(6) 2011, the patient experienced a right cerebral hemisphere cerebrovascular accident which was not treated. The patient continued to have some residual deficits but was transferred to a rehabilitation facility. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: promus 2.5 x 12, 2.5 x 12, 3.0 x 12, 2.75 x 23 and 2.75 x 18; other: aspirin, plavix. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Angina, ischemia, myocardial infarction, thrombosis, and restenosis are known adverse events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.